Event description:
General report received of an unspecified number of undocumented incidents of operator errors resulting in tubing disconnections. The option-lok male adapters of the primary tubing sets were connected to the clave ports of the extension tubing sets and were being used to deliver unspecified solutions. The customer contact reported the connections of the two tubing sets were initially determined to be secure. After unspecified lengths of time in use, the primary tubing sets were found to be disconnected from the extension tubing sets. The customer contact stated, "does not think it is a product problem, but instead a user issue in that they were not inserting the male adapters correctly and not securing the option-loks." The customer contact stated that the connection procedure was reviewed with the staff and it was reported that there have been no further incidents of disconnections. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The customer contact indicated the reported events of disconnections were due to operator errors. Package labeling states: "use aseptic technique. Remove caps when required and secure connections." This report represents all the information known by the reporter upon query by hospira personnel.